Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. C35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: calcium carbonate. Family history included endometriosis. Concomitant products included paracetamol (tylenol 8 hour), sertraline (zoloft), topiramate (topamax) and tranexamic acid (lysteda). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings") and weight increased ("weight gain of 40 pounds"). On (B)(6) 2015, the patient experienced migraine ("migraines") with nausea and headache ("headaches"). On (B)(6) 2016, the patient experienced menorrhagia ("prolonged menses"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), hirsutism ("facial and chest hair") and night sweats ("severe night sweats"). The patient was treated with antidepressants, surgery (total hysterectomy, bilateral salpingectomy, right ovarian cystectomy) and surgery (total hysterectomy, bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, alopecia, menorrhagia and vaginal haemorrhage had resolved, the pelvic pain, fatigue, mood swings, night sweats, migraine, depression, weight increased and headache outcome was unknown and the hirsutism had not resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, menorrhagia, menstrual disorder, migraine, mood swings, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at beginning on (B)(6) 2012 patient sought medical treatment regarding the aforementioned symptoms. Patient been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirmed fallopian tubes bilaterally occluded. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs received- migraine/ headache were splits or coding. Historical, concomitant, treatment medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. C35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: calcium carbonate. Family history included endometriosis. Concomitant products included paracetamol (tylenol 8 hour), sertraline (zoloft), topiramate (topamax) and tranexamic acid (lysteda). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings") and weight increased ("weight gain of 40 pounds"). On (B)(6) 2015, the patient experienced migraine ("migraines") with nausea and headache ("headaches"). On (B)(6) 2016, the patient experienced menorrhagia ("prolonged menses"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). In march 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), hirsutism ("facial and chest hair") and night sweats ("severe night sweats"). The patient was treated with antidepressants and surgery (total hysterectomy, bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, alopecia, menorrhagia and vaginal haemorrhage had resolved, the pelvic pain, fatigue, mood swings, night sweats, migraine, depression, weight increased and headache outcome was unknown and the hirsutism had not resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, menorrhagia, menstrual disorder, migraine, mood swings, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at beginning on (B)(6) 2012 patient sought medical treatment regarding the aforementioned symptoms. Patient been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirmed fallopian tubes bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. C35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's family history included endometriosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"), dyspareunia ("painful intercours"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue"), mood swings ("mood swings") and weight increased ("weight gain of 40 pounds"). On (B)(6) 2016, 11 months 12 days after insertion of essure, the patient experienced menorrhagia ("prolonged menses"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), hirsutism ("facial and chest hair"), night sweats ("severe night sweats"), migraine ("migraines/headaches") with nausea and depression ("depression"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, right ovarian cystectomy) and surgery (total hysterectomy, bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, alopecia, menorrhagia and vaginal haemorrhage had resolved, the pelvic pain, fatigue, mood swings, night sweats, migraine, depression and weight increased outcome was unknown and the hirsutism had not resolved. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hirsutism, menorrhagia, menstrual disorder, migraine, mood swings, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at beginning on (B)(6) 2012 patient sought medical treatment regarding the aforementioned symptoms. Patient been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirmed fallopian tubes bilaterally occluded most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics and family history added. Essure indications, start date, stop date updated and lot number added. New events abnormal bleeding (vaginal), fatigue, mood swings, facial and chest hair, severe night sweats, migraines/headaches with nausea, depression, and weight gain of 40 pounds were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ pain abdominal') and pelvic pain ('pain/ pain pelvic') in a 32-year-old female patient who had essure (batch no. C35241) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: calcium carbonate. Family history included endometriosis. Concomitant products included paracetamol (tylenol 8 hour), sertraline hydrochloride (zoloft), topiramate (topamax) and tranexamic acid (lysteda). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced depression ("depression/ psychological injury related to essure"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and mood swings ("mood swings/ hormonal changes") and was found to have weight increased ("weight gain of 40 pounds/ weight gain"). On (B)(6)2015, the patient experienced migraine ("migraines") with nausea and headache ("headaches"). On (B)(6)2016, the patient experienced menorrhagia ("prolonged menses/ menorrhagia (heavy menstrual bleeding)"). On (B)(6)2016, the patient experienced alopecia ("hair loss"). In (B)(6)2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain/ lower back pain/ pain back"), menstrual disorder ("abnormal menstrual bleeding"), hirsutism ("facial and chest hair"), night sweats ("severe night sweats") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with antidepressants and surgery (total hysterectomy, bilateral salpingectomy, right ovarian cystectomy). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain, pelvic pain, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, alopecia, menorrhagia, vaginal haemorrhage, fatigue, mood swings, migraine, weight increased, headache and metrorrhagia had resolved, the hirsutism had not resolved and the night sweats and depression outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hirsutism, menorrhagia, menstrual disorder, metrorrhagia, migraine, mood swings, night sweats, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: at beginning on (B)(6)2012 patient sought medical treatment regarding the aforementioned symptoms. Patient been left with abdominal deformity and severe large scarring. The plaintiff received treatment for dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, depression, fatigue, hormonal changes,nausea, hair loss, weight gain,migraine,headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2015: results: confirmed fallopian tubes bilaterally occluded; on (B)(6)2015: full tubal occlusion/ bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received : events added- metrorrhagia. Verbatim ¿hormonal changes¿ clubbed with mood swings. Verbatim ¿psychological injury related to essure¿ clubbed with depression. Outcome of pelvic pain, metrorrhagia, weight increased, migraine, headache. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and menorrhagia ("prolonged menses"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, dyspareunia, alopecia and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and menstrual disorder to be related to essure. The reporter commented: at beginning on (B)(6) 2012 patient sought medical treatment regarding the aforementioned symptoms. Patient been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: confirmed fallopian tubes bilaterally occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.